Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted one single occurrence of system error 224 alarm in the log and a intermittent connection of the power supply. A visual inspection was performed on the device and no abnormalities were found. A visual inspection of the ac power adapter that was received with the device found it to be an older revision power adapter and exposed wires on the power cord . Removing and reconnecting the ac power adapter may cause a system error 224 code. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported condition was verified. The cause was determined to be exposed wires found on the power cord and a loose ac connector. The ac power adapter was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 224 (spi task starved) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.